Manufacturer narrative:
A medtronic representative went to site to test the equipment. It awas reported that the system would not allow x-ray. Representative reported that cp2 and detector was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by the manufacturer for evaluation but the results are not available yet. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that while outside of procedure, the imaging system would not initialize on boot up. It was reported that the system was receiving power but the software would not bot. Fter rebooting mobile view station (mvs) and imaging system, a collimator error was received. Rebooting the system multiple times did not resolve the issue. Site used c-arm for procedure. The procedure was completed without the use of imaging. There was a delay of 1 hour or more. No impact on patient outcome.

Manufacturer narrative:
The manufacturer received a part back for further analysis. Function and performance testing along with a visual examination were conducted. Testing found no fault the part. No further action required.